Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer was unable to open the force bipolar instrument while in the abdominal cavity. As a result, the force bipolar instrument and the trocar were removed in one movement, freeing the bipolar tip from the surgical site. There was no bleeding or injury to the patient noted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws of the instrument were not stuck on tissue when the issue occurred. The port site incision did not require enlargement in order to remove the instrument and the cannula together. The instrument release key/mechanism was used prior to removal of the instrument and cannula together; however, the customer reported that the "jaw spring failed". The customer denied any abnormalities noted with the instrument.